Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer has been experiencing low blood glucose (bg) levels for the past two months (66 mg/dl). The customer consumed sugary food to address bg level. The customer stated their healthcare provider believes the low bg levels are due to frequent exercise.